Manufacturer narrative:
(B)(6) 2015 a medtronic representative, following-up at the site, reported that the patient had to come in for a second surgery to remove the metal pieces. - return requested. No parts have been received by manufacturer for analysis. - (B)(6) 2015 a medtronic representative reported risk management at the hospital would not release the spine clamp to be returned to manufacturer for analysis. -(B)(6) 2015 a medtronic representative, following-up at the site, reported that from what was gathered from the facility today, the procedure was done on the floor in the patients room. The day of surgery was (B)(6). Foreign body removed on (B)(6). That is what was obtained from the site today. - (B)(6) 2015 further details from medtronic representative on site for this procedure: after the medtronic representative left the room they were taking the clamp off of the spine and it came apart. They closed the patient, and at some point after surgery, it was discovered that there was something left behind. They brought the patient back to the operating room (or) the next day to locate and remove it. The site called the medtronic representative to discuss and medtronic representative reported to medtronic technical services. It was reported that the resident that was opening the clamp stated that he had opened it too far.

Event description:
A medtronic representative received a report from a site that, while in a minimally invasive surgery (mis) spine fusion procedure, a set screw on an open spine clamp was damaged. After a successful procedure, the site was removing the clamp and opened it past the normal limit of the clamp. The end screw sheared off, and perhaps the washer with it. The staff did not notice at the time, however, the pieces remained inside the patient. In trouble-shooting, the metal was seen in a post-op computed tomography (CT), the surgeon performed a quick procedure and the pieces were removed successfully. No further details regarding the damage were provided.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
A medtronic representative reported that the site refused to release the device for analysis. They decided to keep the old device and purchase new version clamps through customer service. The rep has instructed the site that they need to pay attention to the torque stops on the new clamps to prevent similar instances in the future. Further mechanical engineering review found that prior to (B)(6) 2014, the washers were made of (B)(4) and (B)(4) series stainless steel which is considered medical grade for patient contact <24 hours.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.